Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the attachment device vibrates. Reliability engineering evaluated the device and observed that the assembly joint (threaded fastener) was loose. It was reported that after the fastener was tightened the device ran smoother. It was determined that the device was misassembled. The assignable root cause was determined to be due to a manufacturing/process error. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device had vibration. It was not reported that the event was related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.